Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button and power loss alarms. The customer was unsure if buttons were pressed more than three minutes. Customer stated that the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer alleged insulin pump keypad anomaly/stuck button alarm, failed battery and when she put another battery in it went to the power loss screen and she is unable to clear. Thus software was utilized and downloaded trace/history files properly. Device received with intermittent left and right keypad buttons. However, device passed self-tests and keypad voltage (3.23 volts), active current measurement. No button error alarm noted during testing. Device was testing with test keypad trace all keypad function properly. Also, found stuck key alarm (61) system time = (B)(6) 2021 09:04:13, 09:05:04. In file history and the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Device received with a high sleep current measurement and found in the device history failed battery alert (104)) on (B)(6) 2021 11:37:52. Device was cut and open found moisture damage on the electrical board 1, keypad connector during visual inspection. Peeled keypad overlay found corroded on left and right keypad trace. Device p-cap / test reservoir lock in place properly. Device had scratched case, missing display window cover. In conclusion, left and right keypad buttons intermittent respond to keypad presses due to corroded keypad traces. Device received with a high sleep current measurement and unexpected failed battery test alarm in the device history due to moisture damage electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.